Event description:
64 yr old female with history of chronic afib, aortic/mitral valve replacement 1/96 with progressive recurrent pleural effusions admitted 6/6/97 to treat effusions. Hosp course included thoracentesis, heart cath, med treatment. 6/12, pt underwent thoracotomy with decortication. Shortly after surgery, pt manifested cardiogenic shock requiring swan ganz placement, dopamine, dobutamine and epinephrine drips. Approx 5 hrs after pressure drop, heparin drip ordered as anticoagulation prophylaxis for clots. During next 8 hrs despite direct heparin boluses and heparin infusion per sigma pump, anticoagulation not achieved. After 8 hrs heparin bag remained full despite no pump alarming. Pt expired 2 days later due to multiple system failure. Two attending physicians feel period of inadequate anticoagulation not related to death.